Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored. Battery was removed from the insulin pump and monitored. The insulin pump powered up properly after insertion of the battery and no pump error alarms were noted. However, the power management tool confirmed power error alarms were triggered when backup battery loaded voltage was less that 3.5v for 4 consecutive hours due to resistance issue at connector. The insulin pump also alarmed power loss due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, insulin pump was monitored and functioned properly. The insulin pump was received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their batteries would only last for half an hour. The patient would receive multiple power loss alarms and post reset alarms despite many battery changes. The patient's blood glucose at the time of incident is unknown. The customer had changed the battery and the post reset error alarm occurred immediately after a battery change. The customer was advised to revert to their medically prescribed backup plan. The insulin pump was returned for analysis.